Event description:
It was reported that the patient's pump and catheter were removed due to infection. The patient symptom was reported as redness. The primary location of the infection was the device pocket. It is unknown whether or not a culture was obtained. The patient did not have meningitis. The patient did not experience drug withdrawal. The patient recovered without sequela. The hcp noted the patient was obese. The pump was programmed to deliver compounded baclofen 2000 mcg/ml at a rate of 150 mcg/day.

Manufacturer narrative:
.